Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h5, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since the device was not returned, the malfunction could not be confirmed, and the definitive root cause of the reported issue could not be identified. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited an issue where all the indicator light on the control panel were blinking. This occurred in a diagnostic procedure, and the intended procedure was finished with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.